Event description:
In 2009, the pt reported experiencing elevated blood glucose for the past few days. He stated that his blood glucose monitor read "hi" three days later, after dinner and he bolused 14.5 units of insulin. Two hours later his blood glucose measured 483 mg/dl. The next day, his blood glucose measured 342 mg/dl at dinner and at 9:00pm, it measured 405 mg/dl. He injected 10 units of insulin via syringe and at 10:00pm, his blood glucose measured 480 mg/dl. He injected 8 units of insulin from another vial and he changed his infusion site and tubing. The infusion site had been in use for 3 days. He stated that he sometimes uses an infusion site for 6 days. He also stated that he had a foot infection last week and was taking an antibiotic. He discontinued use of the antibiotic the same day. A request for additional training was submitted. Upon follow up five days later, he stated that his blood glucose had returned to normal after the foot infection went away. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not requested to be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for eval.